Event description:
It was reported by the customer that a pyxis anesthesia es system bottom drawer locks while anesthesia providers are logged in during procedures. The customer added that the affected drawer does not contain controlled substances and that all other drawers remain unlocked as expected. No other information was provided by the customer. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer's solenoid was full of metal shavings and required replacement. The solenoid was replaced, and the customer tested and confirmed the drawer remained unlocked when needed. The system functioned as intended.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, d1, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 08-nov-2021 to 08-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the solenoid had sustained damage because of being filled with metal shavings. A field service engineer replaced the solenoid and rebooted the station. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system bottom drawer locks while anesthesia providers are logged in during procedures. The customer added that the affected drawer does not contain controlled substances and that all other drawers remain unlocked as expected. No other information was provided by the customer. There were no adverse events or injuries reported based on this event.